Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device for arterial thrombus. It was reported that during intraoperative suction, the catheter allegedly became blocked. It was subsequently withdrawn, inverted, and flushed, but the issue persisted, and the guidewire inside the catheter became tangled. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.